Event description:
It was reported that the patient expired. It was reported that the cause of death is unknown. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
The device was returned as the patient expired. The device was tested at the bench and no anomalies were found.